Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within specs. No unexpected low battery alarms were noted during testing. Insulin pump passed displacement test and unexpected restart error test and all operating currents test. However, corroded battery cap contact noted. Intermittent button response due to flattened dome switch on up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, and the act button was hard to push. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and a21 error test and all operating currents test. However corroded battery cap contact noted. Intermittent button response due to flattened dome switch on up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. (B)(4).